Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxr00 +22.0 diopter) was explanted in a secondary procedure because of patient complaining of halos, glare and intolerance. Additional information was received and it was learnt that a non-amo intraocular lens was implanted as the replacement lens for the patient. Patient was doing good on discharge. No further information was provided. Patient had bilateral lens implants/explants. This report represents the second of the two reported explants.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.